Event description:
Alleged the bed would "pop" out of the brake position when the bed was bumped.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field technician replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.